Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 7300tfx 31mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 10 years, 7 months due to stenosis. A 9600tfx29a transcatheter valve was implanted successfully.

Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown model mitral valve was disabled via a valve-in-valve procedure after an unknown implant duration due to stenosis. A 29mm transcatheter valve was implanted successfully.